Event description:
Customer reported the igbt needs to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the igbt. System operates as intended.